Event description:
The customer reported that she was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 497 mg/dl. The customer stated that she had experienced high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.